Event description:
Customer reports that in 2009, a patient was scheduled to receive 5200 mg of 5fu over 46 hours (115ml total). The device was programmed by a technician and verified by a pharmacist. After the infusion had started the pump began to alarm. The nurse stopped the pump and restarted it. Approximately 1/2 hour later, the nurse noted that the cassette was empty and removed the pump from the patient. When the pump was returned to the pharmacy, it was noted that over 160cc had been infused and it should have been 115 ml. The patient was a male who tolerated the infusion and was given an investigational antidote for 5fu overdose. He has been receiving supportive care and his labs have remained stable. The pharmacist did report that he had mild stomatitis but no other adverse sequelae. The pharmacist acknowledged that it was a programming error and is unsure if the device will be returned for investigation.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available, and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.